Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was having trouble charging the ipg and could not get it to turn on at all. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted device was discarded by the facility.